Event description:
It was reported that when the customer removed the needle from his sensor after insertion, little wires came out also. The customer's blood glucose level was 237 mg/dl. The customer as advised to remove the sensor and replace it. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Evaluated one opened/used sensor and performed visual inspection, found cannula fully retracted coming through out sensor's base. Unable to confirm sensor damage due to customer returned product opened/used.